Event description:
It was reported that this pacemaker was explanted due to it been under an advisory notice. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information received from the field indicates this device was prophylactically explanted since the patient is dependent.

Event description:
It was reported that this pacemaker was explanted due to it been under an advisory notice. A new device was implanted. No additional adverse patient effects were reported. Information received from the field indicates this device was prophylactically explanted since the patient is dependent.